Event description:
The customer reported an uncontained leak of approximately five (5) ml near the needle area inside the coulter lh 750 hematology analyzer. The leak was a mixture of diluent and blood. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that check valve cv40b was clogged and caused a leak in tubing at vl57a. The fse replaced the check valve and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).